Manufacturer narrative:
Occupation is patient/consumer. The test strips are not available and will not be returned for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of discrepant inr results with coaguchek xs meter (serial number unknown) compared to an unknown laboratory method. At "a little after" 8:00 a.m. On approximately (B)(6)2020, a sample from the patient was tested using the meter, resulting in a value of 7.0 inr. At "around" 12 p.m. On the same day, a sample from the patient was tested using neo c1 plus reagent on a stago analyzer, resulting in a value of "3.something" inr. The exact value is unknown. The patient¿s therapeutic range is 2.5-3.5 inr. If inr was in range the testing frequency is every 2-4 weeks. If inr was out of range the testing frequency is every 1-2 weeks.